Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Event occurred in (B)(6).

Event description:
It was reported that during the implantation of a glenoid tray, it was noted that the impactor strike plate fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Glenoid tray impactor was returned for investigation. As returned the strike plate fractured and the fractured portion remained in the handle. Visual inspection showed dents and scratches on the handle. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.